Event description:
The hosp reported that during unpacking for a saphenous vein harvesting procedure, the scissors were noticed to be broken. No pt involvement was reported. Upon receipt in 07/05, it was identified that the scissors shaft was broken. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: the complaint is confirmed for the scissors are broken. As rec'd, the outer extrusion shaft was broken. Corrective action was implemented for this failure mode.